Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the blower bellows, tubing-fi02, tubing- system board, tubing-blower chassis, and tubing- low flow 02, due to contamination, the unit will need programmed, and the software will need upgraded, which was not related to the malfunction/issue.